Manufacturer narrative:
The device is used for treatment; not diagnosis. The device is an instrument, not implanted/explanted. Returned to manufacturer on 12/31/2013. Date received by manufacturer 12/16/2013. Device manufacture date 01/23/2012. A device history review was completed; the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
It was reported on (B)(6) 2013 that two anterior cervical fusion (acf) trial spacer handles (part # 396.989/lot # 8013959; part# 396.989/lot # 7732386) and a detachable trial space lordotic (part # 396.923/lot # 5240500) malfunctioned during surgery. The surgeon was performing an anterior cervical procedure when the first spacer handle got stuck. The surgeon then tried a second device and the second device got stuck as well. It is unknown as to which of the two devices got stuck to the acf detachable trial spacer lordotic. A third available spacer handle was used to successfully complete the surgery. No report of patient harm or injury was noted. No further information was provided as the sales consultant was not in on the case. It is unknown if surgery was delayed or not. No patient information was provided. This report is for one device, trial spacer handle. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: a product development event evaluation was completed. The complaint handling unit engineer reviewed the engineering drawings and performed a device tolerance analysis. After reviewing the tolerances, there is the possibility of interference of the two features/functions; the interference within the wheel assembly and the interference between the inner diameter and threaded inner shaft can lead to the scenario of this complaint. It should be noted that the lot corresponding to this complaint was of a previous revision I which had more potential interference per the drawing specifications than the latest rev j. The materials were reviewed and are adequate for the devices intended function. The complaint handling unit engineers also reviewed global complaint sales history from (B)(6) 2006 to (B)(6) 2014. The report concluded: based on the review of the drawing tolerances, this complaint is deemed valid from a design standpoint. Interferences can be created leading to the non-clearance of the inner diameter of the handle and the threaded inner shaft as well as the jammed wheel. (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: an additional evaluation/manufacturer evaluation was completed. The acf trial spacer handle( part # 396.989/ lot # 7732386) condition was received as: the knurled sleeve is jammed with the threaded part therefore the function of the instrument is not given. The entire laser etching is readable. It concluded: the device was produced and distributed in january 2012. The instrument shaft is completely stuck and can not be moved at all. The manufacturing review shows that the correct material was used at the time of the manufacturing. We can not determine the exact root cause of this complaint. Our investigation found that the threaded spindle is jammed in the shaft. It may be that the threaded spindle got bent and jammed due to incorrect mounting of the trial implants during operation. The operation instruction points to the importance of a correct aligned trial implant to the holder. The relevant dimensions can not be investigated, because the device can only be disassembled by destruction. The investigation is on-going, no conclusion could be drawn.